Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report will be submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical direct aorta for mechanical circulatory support. An unexpected controller shutdown was noted. The automated impella controller (aic) abruptly shutdown before automatically restarting. The night registered nurse said the screen went blue and then the aic turned off for about 10 seconds and turned back on. No harm to the patient was noted. A new placement signal low alarm was reported. An echocardiogram was done and position was confirmed. They were advised that this was likely a sensor issue, and to continue to use art line and hemodynamics for monitoring and diagnostics and how to turn off the audio if the medical team agreed. The patient remained stable and is still on support.

Manufacturer narrative:
D6b: added the explant date.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue and false alarm could not be determined.

Manufacturer narrative:
H6 medical device problem code a160105 was inadvertently omitted on the initial manufacturer device report.